Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4) description: linear st lead, 50 cm.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient was not using the device. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.